Event description:
It was reported that this right atrial (ra) lead was explanted because it had faulty sensing and a high pacing threshold. The rv lead was replaced with a new lead of a different model. No additional adverse patient effects were reported.